Event description:
The user experienced a leak from the analyzer that resulted in water an inch deep in the drawer below the integra and water onto the floor in the walkway. No operators were harmed. No pt samples were affected.

Manufacturer narrative:
The field service rep determined the tube stoppers in the wash station were punctured. He replaced them and performed several primes.